Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01847.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that a penumbra system 5max ace reperfusion catheter (5max ace) and a penumbra system ace 64 reperfusion catheter (ace64) were kinked at the hub and began to unravel upon removal from their packaging. The damage to the 5max ace and the ace64 occurred prior to use and, therefore, the devices were not used in the procedure. The procedure was completed using a new ace64.